Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, customer re-loaded current cartridge. Customer resumed insulin delivery successfully. There was no adverse impact to the customer's blood glucose level due to this reported issue.